Event description:
It was reported that the pump miscalculated boluses. Customer¿s blood glucose level was 47 mg/dl. Reportedly, the customer required assistance from the contact to address bg with an unspecified shot. Tandem technical support performed pump data log review and found that pump was functioning as intended. Reportedly, customer reverted to an alternate method of insulin therapy.